Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited intermittent undersensing that resulted to large discrepancy between atrial tachycardia/atrial fibrillation burden and mode switch percentage. Programming changes were made. The patient was stable.